Event description:
The patient reported they had gone through withdrawal because their pump ¿ran out¿ three or four refills ago. The patient reported they ended up in the emergency room, and at that time they had a pain doctor who came and refilled it. The medications infused at the time of the event were unknown.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).